Manufacturer narrative:
(B)(4). Batch # r58v7l. Investigation summary ==> four pictures were provided; picture one shows the jaws of a device in the open position, the knife slot can be seen damaged as if was clamped over a hard object. Picture two shows tissue with staples on it. One staple can be seen unformed. Picture three shows tissue with staples on it. Several staples can be seen unformed. Picture four shows the jaws of a device with a gold reload loaded and with buttressing material. The anvil can be seen damaged. Due the position of the picture it could not be determinate if the reload have been activated. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60d reload present. The reload was received unfired. No functional test was performed due the condition.. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: overview of case. Patient¿s initial bariatric procedure (laparoscopic sleeve gastrectomy) with a bmi of 45. First stapler, plee60a with a green gst cartridge and buttressing. Wasn¿t until after first firing they noticed a ridge/bump in the anvil of the stapler. Pictures of staple line and anvil below. Replaced stapler. First firing, black gst reload with buttressing, performed as it should. Moved the stapler tighter on the bougie in order to transect and remove the distal end of the first firing with malformed staple line. Second firing, gold gst reload with buttressing, noticed the anvil was deflected (pictures below) and decided to get a third stapler to avoid compromising integrity of staple line. Third stapler performed as indicated for remaining firings.

Event description:
It was reported by the sales rep that during an sleeve gastrectomy procedure that the while using a green reload with buttressing while removing the device that the staples were malformed. Staff examined the distal end of the device and found a ¿hump or ridge¿ in the metal of the anvil. A second device was pulled first firing with a black reload and buttressing was fine. Second firing with a gold reload and buttressing the staff notices prior to placing the device in the trocar that the anvil was ¿deflected¿ a third device was pulled to complete the procedure. There were no adverse consequences for the patient.